Event description:
A patient with chest pains was admitted to the hospital. A blood sample was drawn in 2007 at 17:55 and the patient had a high total ck (857) and ckmb (26.6) results but the advia centaur troponin ultra result was negative (<0.01). The patient was drawn again the following day, at 03:55 and total ck (558) and ckmb (15.5) results were still elevated, but the advia centaur troponin ultra results yielded high result was negative (<0.01). A cardiac catheterization was performed and it indicated that the patient had suffered a heart attack.

Manufacturer narrative:
Additional information for evaluation: there is no indication of an instrument malfunction and the customer was unable to provide additional patient sample to allow further investigation. Thus we are unable to determine the cause of the event.